Manufacturer narrative:
The retrospective analysis has not indicated any technical failures or erroneous operation of the system. The system performance was found to be as expected. Treatment parameters were in line with the typical range. No new risk was recognized.

Event description:
Patient underwent neuravive thalamotomy to treat essential tremor (et) and tremor dominant parkinson disease (tdpd). The treatment ended up with tremor relief and no adverse events around 10-14 days post procedure, patient developed large amplitude uncontrolled tremor in the right hand and reported to be dragging the right leg. Around two months after treatment, the event was still ongoing.